Manufacturer narrative:
The investigation concluded that higher and lower than expected vitros ammonia (amon) results were obtained from two different levels of non-vitros (biorad) control fluids when tested on a vitros 5600 integrated system. The investigation concluded the most likely assignable cause is instrument related associated with micro slide incubator contamination. After an ortho field engineer (fe) performed service actions, acceptable vitros amon performance was obtained. The service actions included cleaning the micro slide cm/rt rotor and replacing the micro slide proboscis/piston assembly, micro slide incubator evaporation caps and wear pads, reflectometer lamp, kicker bearings, and dispense blade. The fe then performed all necessary adjustments.

Event description:
A customer obtained higher and lower than expected vitros ammonia (amon) results from two different levels of non-vitros (biorad) control fluids when tested on a vitros 5600 integrated system. Biorad lot 54240 l2 amon results of 122.5 umol/l vs. The expected result of 74.95 umol/l. Biorad lot 54240 l3 amon results of 173.7, 176.5 and 154.1 umol/l vs. The expected result of 223.8 umol/l. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The higher and lower than expected vitros amon results were generated from non-patient fluids, however the investigation cannot conclude that patient sample results were not affected or would not be affected if the event were to recur undetected. There was no allegation of actual patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho).complaint numbers (B)(4).